Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('low pelvic area from hip to hip') in a 25-year-old female patient who had essure (batch no. 626687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included asthma, caesarean section, miscarriage, overweight, diabetes, blood pressure high and anxiety. 2012: weight 330 pounds 2013: weight 257 pounds. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), insulin, metoprolol and salbutamol (albuterol hfa). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain/weight gain/loss (spcify which one) weight gain") and experienced polymenorrhoea ("reproductive system disorder or condition type of disorder or condition: multiple cycles in one month"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia), longer cycle (B)(6) 2013") and swelling ("other injury(ies) or complication(s): please describe : swelling"). In 2012, the patient experienced abdominal pain ("cramping"), abdominal distension ("abdominal bloating") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("low pelvic area from hip to hip"). The patient was treated with surgery (robotic-assisted hysterectomy pius bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, weight increased, polymenorrhoea, abdominal distension, menstruation irregular, vaginal haemorrhage, heavy menstrual bleeding, swelling, abdominal pain lower and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, menstruation irregular and weight increased with essure. The reporter considered abdominal pain lower, arthralgia, heavy menstrual bleeding, pelvic pain, polymenorrhoea, swelling and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion in (B)(4). Date of insertion is (B)(6) 2008, and in case (B)(4) date of insertion is 2005. Discrepancy noted in date of insertion (B)(6) 2008, (B)(6) 2008 as per pif 1 rings right and 4 rings left. Current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Lot number: 626687; manufacturing date: 2007-02; expiration date:2010-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('low pelvic area from hip to hip') in a (B)(6) year-old female patient who had essure (batch no. 626687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included asthma, caesarean section, miscarriage, overweight, diabetes, blood pressure high and anxiety. 2012: weight (B)(6) 2013: weight (B)(6). Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), insulin, metoprolol and salbutamol (albuterol hfa). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / weight gain/ loss (specify which one) weight gain") and experienced polymenorrhoea ("reproductive system disorder or condition type of disorder or condition: multiple cycles in one month"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia), longer cycles 5-7 12-13") and swelling ("other injury(ies) or complication(s): please describe : swelling"). In 2012, the patient experienced abdominal pain ("cramping"), abdominal distension ("abdominal bloating") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("low pelvic area from hip to hip"). The patient was treated with surgery (robotic-assisted hysterectomy pius bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, weight increased, polymenorrhoea, abdominal distension, menstruation irregular, vaginal haemorrhage, heavy menstrual bleeding, swelling, abdominal pain lower and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, menstruation irregular and weight increased with essure. The reporter considered abdominal pain lower, arthralgia, heavy menstrual bleeding, pelvic pain, polymenorrhoea, swelling and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion in case (B)(4) date of insertion is (B)(6) 2008, and in case (B)(4) date of insertion is 2005. Discrepancy noted in date of insertion (B)(6) 2008 as per pif 1 rings right and 4 rings left. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Lot number: 626687. Manufacturing date: 2008-03. Expiration date:2010-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2021: this case was converted from the conceptus database into argus on (initial receipt at hq- 13-nov-13) and it was initially reported by a consumer. Further information (medical record/) was received on (follow-up receipt date-27-may-21) and qualifies this previous conceptus case as reportable case by bayer: new information added:)mr received. Case became serious incident. Essure removal details and reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.